Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created by the finding of maude report number mw5155157. The account and contact information for this report are unknown. The current complaint database has been researched for this event and there were no findings. The following event was reported against a trs-robo-12, ancr tissue retrieval system, 12mm, 250ml (5/bx) device in use on 11apr24: ¿anchor device, tissue retrieval system by conmed. Specimen retrieval bag potentially misfired when deployed. A small metal portion of the device broke off including a 2-4 mm screw that affixes the metal portion to the device.¿. There was no indication of impact or injury to the patient; however further assessment could not be performed due to anonymous reporting. This report is being raised on the basis of potential injury due to the possibility of a retained foreign body.